Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential closure complication. The exact root cause was unable to be determined. The likely cause was determined to have been patient activity, anatomical factors, or excess tamping contributing to the reported adverse event. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that this was a vascular closure in the common femoral arteria, left side with angio-seal vip 6fr. Patient searched emergency department for pain and swelling in left femoral, felt before. Dt revealed a pseudoaneurysm around the punction hole. The angio-seal was not found in the vessel, femoral or bifurcation. Pseudoaneurysm was treated successfully with a trombini injection. The pseudoaneurysm occurred one or several days afterwards, which indicates that the agio-seal initially seated and correctly attached but later released. The bent anchor of the angio-seal was found during an open suturing. The anchor was too soft.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: md vascular surgeon. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.